Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery compartment, pump's settings anomaly and prime/fill anomaly found on (B)(6) 2022. On (B)(4) the customer alleged pump error - check settings on (B)(6) 2022. No cracked battery tube threads or cracked case at the battery tube side noted. The pump was received with cracked case at corner of the belt clip rail near the battery compartment. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches. No unexpected pump e/a alarm noted during testing. The pump was programmed with a new pump settings and monitored. No change in pump settings noted during testing. The pump recognized the water filled reservoir that was installed in the reservoir compartment. The pump was programmed with a 2.0 unit fill cannula delivery. Then the pump delivered the 2.0 units properly with water exiting the infusion set. No prime/fill anomaly noted. History download was successful using thump and carelink upload was successful. Reviewed the pump alarm history screen and the pump history file. No check settings alarm noted on the event date. There was no pump errors/alarms noted. However there was pump multiple smartguard alerts on the event date. Cosmetic damage was confirmed at the back of the pump. The pump passed the functional testing. Pump settings anomaly was not confirmed. Pump prime/seating anomaly and pump prime/fill anomaly were not confirmed. Pump e/a alarm unspecified or check settings alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump battery compartment was damaged. Customer also reported issue during priming process. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Insulin pump will be return for analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.